Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
A complaint was initiated for a patiet that underwent a knee revision surgery on (B)(6) 2021. The original surgery is dated (B)(6) 2021. The reason for revision is reported infection. During the revision the original tibial insert and retianing bolt were removed and replaced with new components.